Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that during the low anterior resection a nurse reported that an ax55b was fired on the rectum. Once the transection occurred the rectum was unstapled and open. The nurse believed that the instrument was loaded. She fired another of the same lot number on the 4x4 and the stapler worked fine. Another stapler was utilized to complete the case. There was no consequence to the pt.